Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, although the foreign material was reported to have been rubber, its origin could not be identified from the obtained information. A cause of the event could not be presumed further. The instructions for use (IFU) (reprocessing manual) states as follows: ¿1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the water jet channel (j-tube) of the subject device was clogged. The reported issue was observed while preparing the subject device, prior to an unspecified procedure. The intended procedure was completed using another device without a delay. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the j-tube was clogged with foreign material. This report is being submitted for the foreign material.

Manufacturer narrative:
During inspection and testing, it was observed that water was not coming out of the j-tube due to blockage of the j-tube. The foreign material was removed from the j-tube; however, it could not be identified. The foreign material found in the j-tube was suspected to have accumulated and clogged during the previous procedure. Reportedly, the customer was able to reprocess the device correctly. In addition, service found the bending angle in up direction was out of specification, and there was a gap in the up/down knob, due to wear of the angulation wire. The screen was coming out due to scratched ccd (charge-coupled device) lens, the condition of the light guide bundle was not good, the ccd lens was creased, the light guide lens was broken, the adhesive on the bending section cover was broken, and there was water invasion in the connector. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.